Event description:
International distributor contacted dexcom technical support on (B)(6) 2014 to report on behalf of a patient cgm inaccuracies compared to blood glucose meter on (B)(6) 2014. At the time of the call to dexcom technical support, the distributor did not report any medical intervention or injuries. Dexcom has issued an rga for patient to return the device to be investigated.